Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defibrillation coil was distorted and the lead appeared damaged at implant.

Event description:
It was reported that the lead had noise and no capture during the implant procedure. The physician suspected that the lead malfunctioned. The lead was removed and replaced by a new lead. No patient complications were reported as a result of this event.